Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Complainant part is not expected to be returned for manufacturer review/investigation. Part # 03.114.001, synthes lot # h363239, supplier lot # h363239, release to warehouse date: 15 nov 2017, supplier: (B)(6), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date during an unknown surgery, the surgeon could not attach the drill sleeve to a plate properly. When the drill sleeve was attached to the plate, it quickly came off. It seemed that the drill sleeve could not be inserted into a plate hole deeply. The surgery was completed with less than a thirty (30) minute delay. This report is for one 1.1mm lcp threaded drill guide for 1.5mm lcp plates. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: visual inspection: visual inspection confirmed that the device shows some wear consistent with the device use. Functional test: function test was performed with one of our locking plate 1.5 (02.114.005 sample) and did not show any abnormalities; the mentioned malfunction could not be reproduced. Dimensional inspection not required per selected investigation flow. Document/specification review: the following drawing was reviewed during the investigation: lcp drill sleeve 1.5 f/drill bit ø1.1. Summary: the complaint condition is unconfirmed. A function test was performed with one of our locking plates 1.5 (02.114.005 sample) and did not show any abnormalities; the mentioned malfunction could not be reproduced. The review of the device history record showed that this instrument was manufactured in november 2017 according to the specifications without any non-conformance noted; there were no issues during the manufacture of this product. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.